Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that there was a failed meniscal repair in (B)(6) 2015. Three devices were used and repair was not completed. The patient returned at a later date with knee pain; x-ray showed a metal fragment which was removed on (B)(6) 2015 and identified as a broken needle. The site has not returned the fragment for evaluation. The patient's post-operative condition is unknown.